Event description:
A 13 mm mis straight burr tip broke off inside of the patient's foot during surgery. No injury to the patient occurred and all pieces of the burr were recovered. Providers aware. Ref# ar-300-b101, lot# 058412, exp: 2028-08-31.